Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the device labeling issue. It was reported that during preparation of the clip delivery system (cds), it was found that the m/l knob was labeled as a/p; however, the knobs functioned correctly, the device was used and the clip was implanted without issue. A total of two clips were implanted, reducing grade 4 degenerative mitral regurgitation (mr) to 1. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, two images were received from the account and the images confirmed that both knobs on the steerable sleeve handle were labeled as a/p knobs. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Further assessment determined that the issue is potentially related to a man-related manufacturing error. Quality engineering determined that only 1 extra knob was kitted so there are likely no other units impacted. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.